Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided indicates that the patient is deceased; the patient's attorney made no allegations that the patient's death was related to an adverse patient outcome with the bard/davol device, therefore we are not reporting this event as a death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2005 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. On (B)(6) 2013 - the patient had unspecified injuries. As alleged, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. As reported, the patient's attorney alleges a general claim related to the composix kugel hernia patch "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Note: the information provided indicates that the patient is deceased; the patient's attorney made no allegations that the patient's death was related to an adverse patient outcome with the bard/davol device, therefore we are not reporting this event as a death. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2005 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. (B)(6) 2013 - the patient had unspecified injuries. As alleged, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. As reported, the patient's attorney alleges a general claim related to the composix kugel hernia patch "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2005 ¿ patient was diagnosed with recurrent ventral hernia and adhesions thereby underwent open repair with implant of composix kugel mesh. Per operative notes, ¿a large recurrent indirect hernia sac with adhesions were noted. The adhesions with sac was removed and composix kugel mesh was placed into the abdomen tacked and sutured.¿ (B)(6) 2009 ¿ patient had severe chronic abdominal pain. (B)(6) 2013 ¿ patient was diagnosed with sigmoid obstruction with mesh wrapping around sigmoid colon and partial small obstruction thereby underwent open repair with removal of mesh. Per operative notes, ¿the mesh seen adhered to the small bowel, colon, omentum were freed. Multiple loops of small bowel was seen grown into the mesh. The resection was made to remove the portion of colon and small bowel that had fistulized into the mesh. The mesh was removed and sutured.¿